Event description:
Pump sn (B)(6) was returned for routine preventive maintenance. During testing, the device was found to be out of specification for occlusion detection. The pump failed the 30 psi occlusion test, alarming at 18.340 psi, which is below the acceptance range of 22¿38 psi. The device also failed the 8 psi occlusion test, alarming at 24.310 psi, which exceeds the acceptance range of 0¿16 psi. To correct the issue, the 30 psi calibration value was adjusted to from 269 to 256, and the 4 psi calibration value was recalibrated from 372 to 382. Following calibration, the device passed occlusion testing.

Manufacturer narrative:
A review of intuvie¿s complaint and service history for pump sn (B)(6) was completed. No prior complaint records or service records were identified that document the same or similar occlusion-related failure mode for this device. The reported issue was corrected by recalibrating the device. Probable cause is the device being out of calibration. This failure mode is being evaluated as part of CAPA-15. The reported issue was corrected by recalibrating the device. Refer to (B)(4).